Event description:
Mini c arm failed to take pictures during orif [open reduction internal fixation] case, notified xray, rebooted xray machine, mini c arm failed a second time after rebooting. Description of the problem - malfunctioning, screen turning black no operating properly. Case # [redacted], ongoing assessments being performed. Initial technician found possible solutions to errors [redacted] to [redacted]-over 3 days. Second technician came on [redacted]-2 days later and machine performed perfectly, no issues found. Machine again malfunctioned on [redacted]-the following day and technician returned. Thought issue was related to corrupted file. Performed a deletion of files and machine performed fine.